Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-62-user had poor technique test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for erratic blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with tests results from back to back blood tests of 555 and 174 mg/dl and 152 and 448 mg/dl. Customer is not concerned that the results were high. The customer's expected fasting blood glucose test result range is 120 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was performed by the customer fasting and produced test results of 171 mg/dl and 167 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. The test trip lot manufacturer's expiration date is 05/31/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (B)(6). Customer called stating his blood sugar is reading erratically. Customers regular fasting range is 120-140mg/dl. Customer got a reading of 448mg/dl fasting and then 152mg/dl fasting within a minute from each other. Customer also got a reading of 555mg/dl fasting and then a reading of 174mg/dl fasting just 2 minutes afterwards. Cusotmer is primarily concerned with erratic results and he is not concerned with the higher results.